Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported pump malposition could not be confirmed. A specific cause for the reported low flow alarms and a direct correlation between the alarms and the reported malposition of the pump could not be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been provided at this time. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision d, is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow software was installed due to chronic low flow alarms. Computed tomography angiography was performed in (B)(6) 2024 suggesting evidence of outflow malposition. No thrombus was noted. Right heart catheterization (rhc) and ramp was performed on (B)(6) 2025 without concern.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.